Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown. This resulted in the customer's blood glucose level exceeding 500 mg/dl, though the exact highest value was unknown, as it was displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support advised the customer to uninstall and reinstall the mobile app and follow up to review the battery depletion, ultimately determining the depletion was at a normal rate.